Manufacturer narrative:
(B)(6).

Event description:
It was alleged that the super multivac 50 wand leaked water out which resulted in a patient burn.

Manufacturer narrative:
Visual evaluation under magnification found moderate electrode wear with a significant amount of dried tissue under the tip. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and maximum settings on the controller in which the ablation and coagulation functions performed as intended. The suction line was tested and performed as intended. At no time during functional testing of the suction line did saline leak out from the port. The customer¿s complaint could not be verified as the returned wand functionally performed as intended nor could a root cause be determined with confidence. Factors unassociated with the design or manufacture of the device which could contribute to a dermal burn include: (1) insufficient suction pressure was used (2) inadequate flow and circulation of saline (3) roller clamp affixed to the suction line may have not been set to wide open (4) secondary source of outflow was not used the instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper fluid management. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.